Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Conformity to specifications could not be determined without a valid lot number or a return sample twelve months of complaint history data was reviewed for this product, based on the review, this was the only case registered for bleeding/trauma to stoma, within a 12 month time frame.

Event description:
It was reported that a patient had "trauma to the stoma." The patient described a small cut measuring approximately one half inch across the top of the stoma. The patient stated he did not notice any bleeding other than the normal amount associated with cleaning the stoma, also that a small portion of the wafer mass appears to be remaining on the stoma. The patient was to follow up with a health care provider. No additional information was provided. Patient outcome is not reported.